Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the system was first turned on. No patient involvement or harm or injury was reported to philips. The customer did not request philips to provide service to or inspect the system as the system was out of warranty; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the system was first turned on. No patient involvement or harm or injury was reported to philips. The customer did not request philips to provide service to or inspect the system as the system was out of warranty; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the system's power supply was faulty, preventing the system from booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.